Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed a critical pump error; broken force sensor was detected during seating or regular delivery. The device had additional error alarms. The customer's blood glucose was 8 mmol/l. Customer then stated the buttons on the device were no longer responding and the device would not rewind. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.